Event description:
Country of complaint: (B)(6). Thread breaks during knotting.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. MFR site evaluation: samples received: 1 unopened units. There are no previous complaints of this code/batch. There are no units in OEM stock. All packs received are tight. Knot pull tensile strength of the samples received was tested and the results fulfill OEM requirements. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventative actions: not applicable.